Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).

Event description:
A government agent reported that a surgeon had noted that during an intraocular lens (iol) implant procedure, the trailing haptic was torn off from the optic and stuck in the injector. There was damage noted to the capsulorhexis with the sharp edge of the broken haptic. The lens was removed and replace without problems. The surgeon reported the use of an unapproved viscoelastic. Additional information has been requested.